Event description:
It was reported that the atrial lead had increased threshold and high impedance measurements. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was tissue on the helix, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.